Event description:
During preparation for a saphenous vein harvesting procedure, the image on the endoscope was dark. The procedure was completed with an open leg technique. No other pt complications were reported by the hosp.